Event description:
(B)(6) -the dealer reported that the atm1816b power wheelchair motor would logon but the gearbox shaft would not turn. There was no patient injury reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model atm1816b, serial number/date (B)(4) is approximately one year old. This is the second similar event happening with this unit, and the first issues happened in (B)(6) 2012, and the dealer have not reported the incident. Therefore, after reviewing of event description on complaint 48366 (i100027531), it was determined that we should report both events separately, and link both files. The owner's manual part number 1125035 rev. I (jul-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.